Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a supra-umbilical hernia. It was reported that after implant, the patient experienced serosal tear, small bowel obstruction, adhesions, mesh erosion into viscera, mesh migration, foreign body giant cell reaction, chronic inflammation, histocytes, fibroblast proliferation, foreign material, and recurrence. Post-operative patient treatment included revision surgery, removal of mesh, lysis of adhesions, admission to hospital, serosal tear repaired, and hernia repair with sutures.